Event description:
It was reported that the customer's insulin pump had a button error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the device had unresponsive buttons due to corroded keypad traces. Further testing could not be performed due to the button/keypad anomaly. The motor passed the motor test. The device had scratched display window, cracked case at the screen corners, protruded/loose drive support disk, and missing end cap sticker.